Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The adhesive was not sticking to their body upon application due to bad glue. No further information available.